Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2021-dec-08 clinical r111329825-ae-100 (sdy, hcp): information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The hcp reported that it was reported that on (B)(6) 2019: patient felt that the battery site was  as painful as it was last time (1 week post-op). Patient is on a  in a wheelchair which does place more pressure on her incision.  On (B)(6) 2019 they still  had pain at her interstim pocket.  Of note, patient is extremely medically frail and thin.(unrelated)  and it was suggested she pick up some foam for wheelchair to maybe help with discomfort. Note:  patient is extremely medically frail and thin, and the device sits immediately under the epithelium as she has really no subcutaneous fat on her back.  And on (B)(6) 2019 the incision was  a little sore on her backside. Resolved with sequelae (B)(6) 2019 sequelae: still some soreness but not the previous pain she was experiencing. It was stated that it was related to therapy or device and not related to the implant procedure. . Additional information was received and it was reported that the patient  had a loss of therapy. It was further explained that on (B)(6) 2020: 2 months ago patient started struggling to empty  their bladder and was  wearing a brief and placing a pad in the brief.  She goes through about 6 pads a day. And  knows they are no longer emptying  their  bladder and  has to push to pee. On  (B)(6) 2020:  patient was  having a lot of problems with urgency incontinence.  On (B)(6) 2021 patient having a lot of leakage and in fact wearing 2 pads having to change them every 3 hours because of the flooding  they are  having.  It was  stated that it was possibly related to  device or therapy and not related to the implant procedure.  As for intervention, patient switched programs on (B)(6) 2020 and again in (B)(6) of 2020. Patient finally had a botox on  (B)(6)2021. Resolved without sequelae (B)(6) 2021  no further complications were reported/anticipated at this time.